Manufacturer narrative:
(B)(4). Section d.4. - unique identifier (UDI)# corrected to (B)(4). The customer returned one dilator and one guide wire for analysis. Signs of use were observed on the dilator. No obvious signs of use were observed on the guide wire. Visual inspection revealed the guide wire was observed to have multiple kinks throughout the body. The distal j-bend was not misshapen and was intact. Microscopic examination confirmed both welds were present and were observed to be full and spherical. The major kinks in the guide wire were located 210 mm, 271 mm, 282 mm, and 300 mm from the distal tip. The overall length of the guide wire measured 602 mm , which is within the specification limits of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.806 mm, which is within the specification limits of 0.788-0.826 mm per guide wire product drawing. The dilator body length measured 99 mm, which is within the specification limits of 95.2-108 mm per dilator product drawing. The dilator inner diameter at the distal tip could not be accurately measured due to the nature of the damage. The guide wire and dilator were functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." The returned guide wire was threaded through a lab inventory dilator, and the undamaged portions advanced through with little to no resistance. A lab inventory 0.826 mm guide wire (measured 0.798 mm) was threaded through the returned dilator and was able to advance through with minimal resistance due to the damage at the dilator tip. A manual tug test was performed and confirmed that both the distal and proximal welds were intact. Manufacturing was contacted as a part of this complaint investigation. They stated there are 100% visual inspections of the dilator tips. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The report of guide wire/dilator resistance with a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual inspection of the returned sample revealed the guide wire had multiple kinks throughout the body and the dilator tip was deformed. The appearance of the damage on both components is consistent with undue force being applied during an attempted insertion. Functional testing of both products together revealed the guide wire encountered slight resistance with the dilator due to the damage at the dilator tip. Despite this, the guide wire met all relevant dimensional/functional requirements , and the dilator met all relevant functional requirements when tested with lab inventory components. A device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "dilator tip damaged/blunt, and it could not be inserted smoothly, causing the catheter to bend." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "dilator tip damaged/blunt, and it could not be inserted smoothly, causing the catheter to bend." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".